Event description:
On (B)(6) 2012, customer reported that the needle bellows was full, and that the needle was "spraying" on the lh750 analytical station. Customer stated that the spray was contained inside the unit, however, the piercing area and the tops of the sample tubes were wet with approximately 5 ml. Of highly diluted blood. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a hole worn in the yellow stripe tubing at pinch valve 57a. This line provides vacuum for the needles bellows to drain. Fse replaced the tubing and this resolved the leak. No further issues were reported.

Manufacturer narrative:
(B)(4).